Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Exact cgm and bg values were not provided, however it was reported that there were a few outside of the 20 point/20% accuracy range. No additional event or patient information is available. No data was provided for evaluation. The report of inaccuracies could not be confirmed. A root cause could not be determined.